Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the device became extremely hot and melted the sterile drapes which were in the sterile field. It was noted by the customer that, "when the case was starting, the surgeon was scrubbing for the case and the shaver cords were being unraveled and laid on the drapes. The staff noticed a smell similar to burning. The staff immediately picked up shaver and realized that the shaver that was laid on the drapes was extremely hot and burning through the drapes. The shaver was immediately dropped off of the field and removed from the area. There was no injury to patient".

Manufacturer narrative:
Unit failed functional testing and gave a ¿motor stall¿ error message when using a d2 control unit. Further evaluation found the motor had seized and will not rotate. Disassembly of the motor was not possible as the motor is stuck inside the housing as a result of internal corrosion. It appears that this unit has leaked over time as a result of exposure to cleaning and sterilization. The root cause of the overheated condition is most likely associated with the seized motor. A review of the device service records indicate that this serial number was delivered to the complainant in december of 2014. The complaint investigation has concluded that this unit has succumbed to expected wear and tear.